Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were an unspecified number of false positive results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): the customer reported false positives. Multiple attempts were made to get the instrument's logfile and no response was received from the customer. The customer did state that the room temperature had been 17-18.5 degrees c. Which is below the required operating temperature of the instrument. Service closed this case with the comment that if the customer responds with more information a new case will be opened. The root cause could not be not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported, however, a complaint was opened for the reagent. No instrument related samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were an unspecified number of false positive results. There was no report of patient impact.